Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried body fluid around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix retraction problems. This supplemental report is being filed to correct the b2: outcomes attrib to adv event; f10: impact codes; and h6: impact codes.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pericardial effusion. This rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead was returned.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pericardial effusion. This rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead was returned.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried body fluid around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix retraction problems. This supplemental report is being filed to correct the b2: outcomes attrib to adv event; f10: impact codes; and h6: impact codes.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pericardial effusion. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried body fluid around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix retraction problems.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pericardial effusion. This rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead was returned.